Event description:
The customer reported that the screen was white. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The loose cable was tightened. The system was tested and operates as intended.